Event description:
It was reported that, "removed avon pf implant. Replaced with triathlon total knee."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.